Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) requested a remake of a silent nite device due to an anchor fracturing off. Additional information received reported that when the 70-year-old, male patient woke up on (B)(6) 2026, he noticed that the anchors had broken off of the device. The patient did not suffer any injury or adverse event and no medical intervention was required. The patient stopped wearing the device when it broke and used a back-up.